Event description:
Procedure: lap appendectomy. Customer states: after loading the cartridge to an idrive handle, it was tested of opening and closing. During the procedure, jaws were not closed, so could not put into a trocar. A new device was opened to continue the procedure. Operating time not extended. Not used for a patient.

Manufacturer narrative:
(B)(4).